Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the placement signal has failed and the alarm "aic failur" is displayed. There is no backup automated impella controller on the ward. The "aic failur" warning disappears. The placement signal is still unavailable. The patient was noted in stable condition and was later successfully weaned from the pump. This report is for the aic and an additional report will be sent for the impella cp (serial number (B)(6)).